Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be an unsecured backflex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.

Event description:
It was reported that a spectrum pump had no audio output. Any patient involvement, injury or medical intervention is unknown.